Manufacturer narrative:
D10: concomitant products: - logic tibia ps mod insrt sz 4 13mm (cat# 02-012-35-4013 / serial# (B)(6)). H3: the revision reported was likely the result of wear of the tibial insert and patella over 9.25 years of implantation. Potential contributions from seating difficulties at the time of implantation and/or in-vivo forces leading to damage of the locking mushroom, subsequent movement of the tibial insert within the tibial tray, and ultimately backside wear of the polyethylene cannot be determined from the information provided and the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 9.5 years post initial right tka, the 65 y/o male patient had poly visibly worn on x-rays. Patient has swollen and painful knee. Poly was identified as non-conform during the recall process and revision was scheduled to change poly. The poly was showing significant signs of wear on the articulating surface and the posterior face of the peg. The liner had thinned very significantly on the medial side, about 4/5 mm compared to its original thickness. Patella has signs of wear too, with evidence of osteolysis behind the poly. There were lot of fibrous tissues inside the joint which was removed. This was consistent to what can be found when significant poly wear takes place. Patient's tibial tray was kept. New poly was inserted (15mm), patella was removed and new patella was cemented (same size, 38mm). There was no breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the devices were kept by the hospital. No further information. This is 1 of 2 reports for this event. See MDR#1038671-2023-00578.